Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the positioning sensor unit (psu) of the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect psu was returned to the manufacturer for evaluation. Testing found that an internal stober error occurred on the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while setting up for a spinal fusion, the camera for the navigation system was not connected. Restarting the navigation system temporarily restored functionality. The system was restarted a second time and functionality was restored for the remainder of the procedure. It was reported that the issue displayed the camera was not connected, additionally all cable connections were confirmed. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.